Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 24 mg/dl due to needing settings adjustments. Low bg was addressed by consuming carbohydrates. Emergency medical technicians were called and assisted customer by giving them glucose tablets. Reportedly, the customer was instructed to consult their health care provider to discuss their settings to better meet the customer¿s needs.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.